Event description:
It was reported that the patient heard "beeping at around 10:15 each day for 4 days". The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.